Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post-operative device interrogation, the low-voltage pacing lead had a high threshold with indication the lead had dislodged. The decision was made to re-operate and replace the passive fixation lead with an active fixation lead. Upon disconnection of the lead from the implantable pulse generator (ipg), it was presumed the lead monitor polarity switch programmed the ipg to unipolar pacing and sensing. Following replacement of the lead and reattachment of the ipg, the ipg was not demonstrating proper functioning while out of the body, presumably due to the switch to unipolar. The device clinician tried to interrogate the device and reprogram the pacing polarity with the programmer and could not communicate with the device. The patient's escape rate was very slow and required immediate support; therefore, the physician asked that another pacemaker be opened and used since the telemetry issue with the original device was taking time to troubleshoot. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.